Event description:
It was reported that a pt underwent a tubal ligation procedure on an unk date and topical skin adhesive was used to close the incisions. According to the pt, "the topical skin adhesive was placed haphazardly during this tubal ligation and reportedly was present with in a chronically draining wound for four months. The pt's husband (a surgeon) eventually excised the residual topical skin adhesive and reclosed the wound.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted for one pt. See also medwatch 2210968-2010-00356. The same pt is represented in each medwatch.